Event description:
Upon opening a bottle of test strips. User noticed that the test pad areaon all of the test strips was a dark brown color. He did not attempt to perform any blood glucose tests or control tests. He is not comfortable using discolored product. Co's investigation of this complaint has not been completed. Estimated time to completion is 4 weeks. Further info will be provided at that time.